Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing process, as well as no delivery alarm. The customer stated that the no delivery alarmed when he ran out of insulin. He advised that he tried to change the infusion set, filled the cannula, and got to the rewind screen. He complained that he wasted a few reservoirs trying to complete the prime process before receiving the motor error alarm. The blood glucose reading was 208 mg/dl. He noted that at times his blood glucose levels would go as low as 30 mg/dl, but not very often. He stated that he used to have blood glucose readings of 50 or 60 mg/dl but had already changed his device settings. He mentioned that he had also been treated by emergency medical services for a low blood glucose reading of 10 mg/dl, but this was 12 to 14 years prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.